Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a bicuspid aortic valve. During the attempted implant, the patient became hemodynamically unstable, presenting with hypotension during the pacing runs for valve deployment. Subsequently, cardiopulmonary resuscitation (CPR) was performed, and extracorporeal membrane oxygenation (ECMO) support was initiated. The patient was then stabilized, and the procedure was completed with a new medtronic transcatheter valve. Per the physician, the patient¿s anatomy contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-34}}; product lot/serial number {{(B)(6)}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a bicuspid aortic valve. During the attempted implant, the patient became hemodynamically unstable, presenting with hypotension during the pacing runs for valve deployment. Subsequently, cardiopulmonary resuscitation (CPR) was performed, and extracorporeal membrane oxygenation (ECMO) support was initiated. The patient was then stabilized, and the procedure was completed with a new medtronic transcatheter valve. Per the physician, the patient¿s anatomy contributed to the event. Additional information was received indicating the following: the first valve was withdrawn from the patient after the initiation of CPR and ECMO; the mean gradient before the valve was implanted was 42 mmhg; the mean gradient after the valve was implanted was 10 mmhg; the implant depth at the non-coronary cusp (ncc) and left coronary cusp (lcc) is unknown; and there was no evidence of thrombus or leaflet thickening on the transcatheter valve.